Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the touch contamination. On the same date as onset, the patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported) and intraperitoneal gentamicin (dose, frequency, and duration not reported) for the peritonitis. Twelve days after onset, the patient was discharged from the hospital and reported to be recovering from the peritonitis. It was not reported if the patient was retrained on proper aseptic technique. Action taken with dianeal therapy was not reported. Additional information is not available at this time.